Event description:
New information received notes that non-sustained rv oversensing is still being observed on the ventricular channel. Further programming changes were made. Patient was stable before, during and after the event.

Event description:
New information received notes that myopotential oversensing is still present on the device and was reproducible in clinic with deep breathing. Programming changes were made. Device remains implanted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the clinic for routine follow up after receiving a vibratory notifier showing non-sustained rv oversensing due to myopotentials. Patient will be monitored. Device remains implanted.